Manufacturer narrative:
Deice evaluation: the guidewire loaded the everflex entrust was stuck within the shaft of the catheter. Approximately 15cm of the guidewire was exposed outside the catheter shaft. The strain relief on the handle assembly showed 6x150mm. Approximately 0.5cm of the stent was exposed outside of the distal end of the catheter shaft. The exposed stent was stretched out distally. The distal tantalum markers were not located, which indicates the distal end of the stent fractured off. Approximately 6cm of the stent remained loaded the catheter shaft. The catheter shaft was flattened approximately 18cm from the distal end of the catheter shaft. The handle assembly showed the red locking pin was removed from the handle assembly. The gold inner assembly was visible inside the handle assembly and it was folded over itself and showed buckling. The thumb wheel was rotated with no resistance. The stent did not move within the catheter. The handle assembly was cracked opened and observed the pulled cable fractured off of the silver outer. The buckled inner assembly was observed under microscope and was able to observed concurrent folds to the inner assembly consistent with buckling. Cine image review multiple cine images were obtained all photos have been reviewed. 5 cine images were pulled to evaluate. Photo 1: the stenosed area of the vessel is visible and the distal end of the guidewire was observed. Photo 2: the cine shows an inflated pta within the vessel (8x4). Photo 3: the first stent is deployed both sets of marker bands are identified. No anomalies were observed to the deployed stent. Photo 4: the next stent is deployed and overlapping of the stents is noted at the distal end (concurrent sets of marker bands). The proximal end of the stent showed elongation and the proximal marker bands were not identified. The likely fracture face was identified where no further struts were identified. Photo 5: four sets of stent marker bands were identified. The clarity of the image could not differentiate the deployed stents. However the observed deployed stents does align with the reported deployment of stents after the observed fractured stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an everflex entrust self-expanding stent during procedure to treat a severely calcified lesion in the right popliteal artery. The vessel is severely tortuous. There was no damage to device packaging. There was no issue noted when removing device from hoop/tray. Device or component detached, cracked, fractured or damaged during delivery through the vessel. The device embolised at the target lesion. After about 4 cm of the stent had been released, the mechanism became increasingly stiff and could no longer be used when about half of the stent had been released. The carrier system including the remaining stent were removed against resistance, and the stent was torn off. The device passed through previously deployed stent with resistance felt during advancement. It was reported that the overlapping implantation of a stent graft became necessary to cover the fragmented stent parts. The target lesion was successfully recanalized. Periprocedural there was an embolism in the atrial fibrillation. Although it cannot be clarified whether this happened during predilation or had something to do with the defective stent. It was reported that after recanalization of the occlusion, an everflex 6x150 stent was to be implanted secondarily. During implantation, the mechanics of the carrier system became increasingly stiff and could no longer be used. The stent broke off when the system was removed. The delivery system and stent remnants were secured. The patient is currently doing well, further interventions are not initially planned. No further patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an everflex entrust self-expanding stent during procedure to treat a severely calcified lesion in the right popliteal artery. The vessel is severely tortuous. There was no damage to device packaging. There was no issue noted when removing device from hoop/tray. Embolic protection was not used. The safety pin was tested on the everflex stents according to the IFU before use and removed before release. Under sterile conditions and local anaesthesia using a retrograde transfemoral approach puncture was made of the left side using a 6fr non-medtronic (terumo destination) sheath. A cross-over manoeuvre was employed. Initially pta was performed using a non-medtronic (mustang) 8x40mm balloon. Primary implantation of a 10x4 everflex stent to the internal iliac was performed with no residual stenosis present. The femoral artery showed eccentric plaque formations, not clearly stenosing hemodynamically relevant. Regular view observed of the patients¿ arteria profunda femoris. 1cm past the exit a complete occlusion was noted of the arteria femoralis superficialis which collaterally became profoundly collateralized in the p1 segment. Further short-distance occlusion in the p1 segment and another occlusion (1cm) in the p2 segment. Branch vessel supply on the lower leg via the arteria fibularis and the arteria tibialis anterior. Arteria tibialis posterior of the plantar arch is not shown. A spontaneous re-entry in the p2 segment was not successful. Pre-dilation was then performed of the subintimal space using 2 non-medtronic (sterling) 5x100 and 6x200 pta balloons. A non-medtronic (outback) needle-based re-entry catheter was inserted for further pre-dilation to be performed. Vessel preparation was continued with a 6x200 balloon. The afs was recanalized and high-grade residual stenosis over the entire length was observed indicating the need for a second stent to be implanted. Starting in the p2 segment, an everflex stent of the size 6x150 mm was implanted and post-dilated with a 5 mm balloon. A second 6x150 everflex device was to be implanted with a 5mm overlap to the first stent. The device passed through previously deployed stent with resistance felt during advancement. It is reported after the first 3cm of the stent had been released the release mechanism became suddenly very stiff and blocked after about half of the stent was released completely. With effort and some forced traction, the stent was recovered. Extracorporeally, it was noted that the stent was torn off/ fragmented. An 0.035 wire was advanced and an everflex 6x150 stent and everflex 7x60 stent were implanted to overlap the fragmented stent up to the femoral fork. Remodelling carried out using a non-medtronic (sterling) balloon was performed along the entire length. It was reported a probable flow obstruction was observed in the distal afs third due to the defective stent. It was suspected that individual parts of the fragmented stent were also dislocated. A non-medtronic (viabahn) 6x25 stent graft was implanted and reshaped to 5.4mm to cover the fragmented stent parts and treat the flow obstruction. The physician reports the femoropopliteal vascular tract was sufficiently recanalized. Periprocedural there was an embolism in the atrial fibrillation. The anterior tibial artery was preserved; however, the distal fibular artery showed a small embolus. The anterior tibial artery was probed and attempted to be dilated using a non-medtronic (sterling) balloon unsuccessfully due to the long distance. The introducer was removed, and manual pressure was held until haemostasis achieved and a pressure dressing applied. The patient was discharged 3 days post procedure.

Manufacturer narrative:
Additional information: embolic protection was not used. The safety pin was tested on the everflex stents according to the IFU before use and removed before release. Under sterile conditions and local anaesthesia using a retrograde transfemoral approach puncture was made of the left side using a 6fr non-medtronic sheath. A cross-over manoeuvre was employed. Initially pta was performed using a non-medtronic 8x40mm balloon. Primary implantation of a 10x4 everflex stent to the internal iliac was performed with no residual stenosis present. The femoral artery showed eccentric plaque formations, not clearly stenosing hemodynamically relevant. Regular view observed of the patients¿ arteria profunda femoris. 1cm past the exit a complete occlusion was noted of the arteria femoralis superficialis which collaterally became profoundly collateralized in the p1 segment. Further short-distance occlusion in the p1 segment and another occlusion (1cm) in the p2 segment. Branch vessel supply on the lower leg via the arteria fibularis and the arteria tibialis anterior. Arteria tibialis posterior of the plantar arch is not shown. A spontaneous re-entry in the p2 segment was not successful. Pre-dilation was then performed of the subintimal space using 2 non-medtronic 5x100 and 6x200 pta balloons. A non-medtronic needle-based re-entry catheter was inserted for further pre-dilation to be performed. Vessel preparation was continued with a 6x200 balloon. The afs was recanalized and high-grade residual stenosis over the entire length was observed indicating the need for a second stent to be implanted. Star ting in the p2 segment, an everflex stent of the size 6x150 mm was implanted and post-dilated with a 5 mm balloon. A second 6x150 everflex device was to be implanted with a 5mm overlap to the first stent. It is reported after the first 3cm of the stent had been released deployment difficulties were noted. An 0.035 wire was advanced and an everflex 6x150 stent and everflex 7x60 stent were implanted to overlap the fragmented stent up to the femoral fork. Remodelling carried out using a non-medtronic balloon was performed along the entire length. It was reported a probable flow obstruction was observed in the distal afs third due to the defective stent. It was suspected that individual parts of the fragmented stent were also dislocated. A non-medtronic 6x25 stent graft was implanted and reshaped to 5.4mm to cover the fragmented stent parts and treat the flow obstruction. The physician reports the femoropopliteal vascular tract was sufficiently recanalized. The anterior tibial artery was preserved; however, the distal fibular artery showed a small embolus. The anterior tibial artery was probed and attempted to be dilated using a non-medtronic balloon unsuccessfully due to the long distance. The introducer was removed, and manual pressure was held until haemostasis achieved and a pressure dressing applied. The patient was discharged 3 days post procedure. No further patient injury reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.